Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer initiated an override bolus. Bg was addressed by consuming carbohydrates. Systems check with tandem technical support confirmed the pump is functioning as intended.